Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who confirmed there have been no changes to the pacing percentages for this patient. The consultant discussed relying on the magnet rate as the battery measurements taken before last check could have been pointing towards a lower estimate. The consultant explained that when following someone nearing replacement more closely due to the device being checked more often, changes like this can be seen. Additionally, a magnet rate of 90ppm is not latched and can recover to 100ppm in some instances. The caller stated this patient will be followed again in two months time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two months ago this device displayed a remaining longevity of six months and a magnet rate of 90ppm. However, now the remaining longevity is one and a half years and the magnet rate is 100ppm. Additionally, threshold measurements and pacing impedance measurements have increased on the atrial channel. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this device and the associated atrial lead were subsequently removed from service and replaced. It was noted that the atrial lead had dislodged and was located in the lower atrium. This device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.